Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a severely calcified and severely tortuous right coronary artery. The physician attempted to deliver the taxus express2 3.0x20mm drug eluting stent, but met resistance. It was noted that the stent struts were frayed. The physician then predilated with a 3.0x15mm maverick balloon inflated to 9 atm's and was able to place a new 3.0x20mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.